Event description:
Prior to a cryoablation procedure, all needles were tested and performed as expected. About 3 minutes and 50 seconds into the first freeze cycle frost on the needle shaft was noticed, causing a skin burn. Freezing was stopped on all needles and the physician started to squirt sterile saline on the area and called for a warmed bag of saline. Then an active thaw was started. After warming the area of skin where the needle enters, the physician removed the problematic needle. Another ice force needle was then opened, tested, and placed in the patient. The case was completed without further issues. The patient's skin was treated and normal follow up was requested. The needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a warm compress to protect the patient's skin and replaced the needle with another needle.

Event description:
Prior to a cryoablation procedure, all needles were tested and performed as expected. About 3 minutes and 50 seconds into the first freeze cycle frost on the needle shaft was noticed, causing a skin burn. Freezing was stopped on all needles and the physician started to squirt sterile saline on the area and called for a warmed bag of saline. Then an active thaw was started. After warming the area of skin where the needle enters, the physician removed the problematic needle. Another ice force needle was then opened, tested, and placed in the patient. The case was completed without further issues. The patient's skin was treated and normal follow up was requested. The needle will be returned for investigation.